Event description:
On (B)(6) 2021 the customer reported elevated il-6 (access il-6 assay, part number a16369, lot number 124593) patient results were generated on the customer's dxi 800 analyzer (unicel dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(4))) for one patient. A sample collected on (B)(6) 2021 was tested the same day. The initial result was 1151.00 pg/ml (12:02pm)); the sample was repeat tested on the same dxi 800 on (B)(6) 2021 and (B)(6) 2021 and results of >1606.00 pg/ml (17:16pm)((B)(6) 2021) and >1606.00 pg/ml (16:54pm)((B)(6) 2021) were obtained. A second sample was collected on (B)(6) 2021 and tested in triplicate; results of 13.43 pg/ml (15:20pm), 22.59 pg/ml (16:44pm) and 22.89 pg/ml (16:49pm) were obtained. No affect to patients or end-users has been reported in connection with this event. The customer did not indicate whether the results were reported out of the laboratory or not. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. Customer indicated the sample collected on (B)(6) 2021 was stored at an improper temperature and there was a delay in separation of the sample from the cellular layer. Customer noted the sample collected on (B)(6) 2021 was stored at the correct temperature and separated within the appropriate timeframe. Other sample information including collection, handling and processing information such as storage and other sample related information was not provided by the customer.

Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access il-6 assay was not returned for evaluation. There were no reports of system issues at the time of the event. No other assay issues were reported. No hardware errors or flags were reported in conjunction with the event. System performance indicators of calibration and quality were passing within specifications at the time of the event. Customer indicated the sample collected on (B)(6) 2021 was stored at an improper temperature and there was a delay in separation of the sample from the cellular layer. In conclusion, the cause of this event is use error. The sample was not stored appropriately, and it was delayed in separating from the cells. Per access il-6 instructions for use, a83733 h, ¿store samples tightly stoppered at room temperature (15 to 30°c) for no longer than eight hours¿ and ¿physically separate serum or plasma from contact with cells as soon as possible.¿ there is no evidence to suggest an instrument malfunction.